Event description:
Reporter indicated the e-o6 study patient had the vns generator explanted. The generator will not be returned to the manufacturer. Good faith attempts to obtain additional information are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.